Event description:
The customer reported fluid in the reservoir compartment. Instructed the customer to remove the reservoir and dry the compartment with dry cotton. Troubleshooting was performed and the self test passed. The customer's recent glucose reading was 87 mg/dl. The customer mentioned receiving a no delivery alarm. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.